Event description:
It was reported that during the initial procedure, the distal radius plate broke across the more proximal line of holes on distal end of plate.

Manufacturer narrative:
Evaluation will be conducted and reported in follow up.